Event description:
While fixing the bicep, an arthrex device broke (ar- 7297 fibertape tendon compression bridge kit with jumpstart dressing). All visible parts were removed. When the device broke, a metal wire contained within the device came out of the plastic piece. Surgeon decided to remove the foreign body. New instruments were obtained and patient was reprepped/draped. Foreign body was retrieved with flouro guidance. Routine flat plate films were done at the end of the second procedure. No retained objects confirmed. Surgeon notified family before starting foreign body removal procedure and after it was completed.